Event description:
Ambulance personnel responded to an attempted suicide call. An attempt was made at monitoring the patient's ECG in route to the hospital and allegedly the device displayed an ECG leads off message and would not display the patient's rhythm. The electrode cable connections were checked and a reason for the message could not be discerned. There were no adverse effects to the patient as a result of the alleged malfunction.